Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector had trouble drawing blood and flushing. The following information was provided by the initial reporter: the ER staff has had trouble drawing blood and flushing the though the maxplus pressure rated extension set.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 22109025. D4: medical device expiration date: 11oct2025. H4: device manufacture date: 11oct2022. D4: medical device lot #: 22079023. D4: medical device expiration date: 15jul2025. H4: device manufacture date: 15jul2022. D4: medical device lot #: 22079023. D4: medical device expiration date: 15jul2025. H4: device manufacture date: 15jul2022. Investigation summary: no product or photo was returned by the customer. The customer complaint that they are unable to flush the tubing could not be verified due to the product not being returned for failure investigation. Although a sample was not returned the probable cause is the lack of air sweep in the manufacturing process. A device history record review for model mp5303-c lot number 22109025 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22079023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mp5303-c lot number 22079023 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A trend for this occlusion issue has been identified for this product line. A CAPA (corrective action preventative action) has been initiated, and a team has been assembled in order to investigate the issue.

Event description:
It was reported that the bd maxplus¿ pressure rated extension set with removable needleless connector had trouble drawing blood and flushing. The following information was provided by the initial reporter: the ER staff has had trouble drawing blood and flushing the though the maxplus pressure rated extension set.